Event description:
It was reported that a homechoice device experienced a system error 2240 (air in tubing). The home patient (hp) was connected at the time of the alarm. This occurred during the initial drain cycle of peritoneal dialysis (pd) therapy. During troubleshooting, the technical service representative (tsr) determined that the patient line became disconnected. The hp stated that she believed she may have not tightened the patient line adequately. The tsr had the hp cycle power off and on to clear alarms. The hp was to complete therapy manually the following morning. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The customer reported that the patient line disconnected, which is a known cause of this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.